Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to retrieve the medication from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was not detected on the bus. A field service engineer (fse) replaced the retractor band, rebooted the station, but the issue persisted. The fse found that there was a liquid spill that damaged the tray d. Then the fse performed to clean up the spill and replaced the tray d to resolve the issue. The customer was able to recover and tested the drawer. The system functioned as intended after the field service engineer repaired the device.